Event description:
The service report shows that while performing an unrelated service on the device, the nellcor puritan bennett customer support engineer (cse) discovered that the audio alarm was low and distorted. The customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. The customer originally reported the device was failing extended self test, and no pt was involved. This report is not admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.